Event description:
Stent was protruding from right coronary ostium and restenosed 4 months after implantation. On 1/28/94, rptr suffered a major myocardial infarction due to blood clot at the stent site. Stent failure caused the heart attack and now rptr's going to have to undergo bypass surgery in the immediate future.